Manufacturer narrative:
Additional information: date of event was provided as (B)(6) 2015 and added in section. Thorough follow up with the amo field service specialist (fss), it was learned that the touch screen issue/frozen screen results in a 2012 communication error. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: the field service specialist (fss) visited customer site to inspect the unit. The complete screen and the instrument manager had already been exchanged on earlier service, so the fss decided to wait for the advantech upgrade kit which would become available in coming weeks and at that time a new notification would be created for the upgrade. In meantime, the customer is using an amo backup system. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) / communication failure occurred with the whitestar signature system. It was reported that the customer had a back-up unit. There was no patient involvement reported and no patient treatments delayed or cancelled.